Event description:
An ophthalmic operations manager reported that during intraocular lens (iol) implant surgery, there was a sudden ejection of the iol from the injector. She also reported use of a viscoelastic that is not approved for use with this device. In a follow-up, the manager further clarified that there were two incidents involving two pts. She reported that the resistance changed on the injector and the sudden motion of the delivery system caused "serious damage to the eye". Additional info has been requested. There are two medical device reports associated with this event. This report is for the second pt. The report for the first pt has been previously reported under MFR report #1119421-2011-01000.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause could not be determined; however, it may be related to a failure to follow the dfu for the product. The customer indicated that an unapproved viscoelastic. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info has been requested. (B)(4).